Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the preloaded device severed the trailing haptic after implanting the lens. The lens was explanted and replaced with another lens during initial procedure. Additional information has been requested.